Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Tha deep infection. The case report form indicates the event is definitely not related to the devices and definiely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Tha deep infection. The case report form indicates the event is definitely not related to the devices and definitely related to the procedure. This event report was received through clinical data collection activities.